Manufacturer narrative:
The alarm trace showed multiple abnormal aspiration alarms on the date of the event, near the time the sample was processed. The cause of the event was a hardware issue. The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The albumin reagent expiration date was not provided. The cobas c 503 analytical unit serial number was (B)(6). The qc was acceptable. The field service engineer found that the vacuum tubing was kinked, causing aspiration issues in the rinse mechanism. He unkinked the tubing. He then performed precision studies and qc, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with albumin bcp assay on a cobas c 503 analytical unit. Initial result: 9.5 g/dl repeat result: 4.0 g/dl.